Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using two proglide devices with a 6f sheath after an interventional left heart catheterization. Reportedly, a suture break occurred with the first proglide device. An attempt was made with a second proglide device. The device was advanced into the anatomy with no resistance and the foot was deployed successfully. When deploying the needle plunger, the foot broke (but didn't completely detach) and the device popped out of the artery. No portion of the foot remained in the patient. Slight vessel damage was noted; however, a femostop was used to achieve hemostasis and there was no other treatment needed for the vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy; the patient was transferred to the intensive care unit and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot detachment was confirmed. The loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. In addition, analysis of the returned proglide device, the posterior needle tip was detached and not returned with the proglide device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.